Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer had elevated blood glucose levels (432 mg/dl). Customer delivered a shot of insulin to stabilize blood glucose levels. Customer did not call tandem technical support at the time the reported issue occurred, therefore, no troubleshooting was performed.